Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the elecsys probnp ii immunoassay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a probnp value of 10 ng/l and repeated as 9641 ng/l. The second sample initially resulted in a probnp value of 10 ng/l and repeated as 1336 ng/l. The third sample initially resulted in a probnp value of 10 ng/l and repeated as 321.2 ng/l. The fourth sample initially resulted in a probnp value of 10 ng/l and repeated as 505.7 ng/l. The repeat values were reported outside of the laboratory. The probnp reagent lot number was 600176, with an expiration date of 30-jun-2023.

Manufacturer narrative:
The sample probe was found to be dirty.

Manufacturer narrative:
The investigation determined the issue is consistent with a contaminated sample probe.